Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Investigation: the customer provided the following donor information: (B)(6), who donates platelets bimonthly since 2010. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information investigation: the bacteria that was identified is eliminated in the sterilization process. The specific strain could not be confirmed as matching to what the transfusion recipient tested (B)(6) for. Per the customer, the donor has not had any issues in the past and is a bi-monthly, 12 gallon donor. The customer conducted an internal study and did not find a trend with respect to the operators. The disposable set that was used for the collection was requested but was not available. Additional information regarding the bacterial testing procedure, the customer's internal study of the operators, and information regarding the recipient were all requested but not received. The age of the transfused platelet product could not be confirmed. The run data files were analyzed and there were no abnormal signals or pause alarms that could potentially have contributed to bacterial contamination. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would have contributed to this event. All quality labs and sterilization requirements passed. Root cause: although multiple requests were made, insufficient information was provided to definitively determine the cause of bacterial contamination. Possible causes for bacterial contamination platelet product and for the transfused patient include, but are not limited to,bacteria from the access venipuncture of the donor.

Event description:
The customer reported that they were performing a study on 7-day expired platelet units. Two units of a triple platelet collection were transfused and one unit was retained by the customer for testing on day 7. The 7-day expired platelet product tested positive for coagulase negative staphylococcus epidermis bacteria. Follow-up testing was performed on the patient transfused with one of the units from the collection and the patient tested positive for bacteria. Per the customer, it is unknown at this time if the bacteria was the same as the 7-day product species. Patient information is unavailable at this time. Patient outcome is unavailable at this time. The disposable set is not available for return because it was discarded by the customer.